Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
It was reported that the patient allegedly sustained "unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6), 2007. It was reported that on (B)(6) 2007 the patient underwent lumbar fusion l5-s1, left decompression with bilateral instrumentation. It was reported that the patient tolerated the procedure well."

Event description:
It was reported that the patient allegedly sustained "unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2007. It was reported that on (B)(6) 2007 the patient underwent lumbar fusion l5-s1, left decompression with bilateral instrumentation. It was reported that the patient tolerated the procedure well."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient allegedly suffers with pain and leg weakness due to rh-bmp-2/acs.